Event description:
The timeline of events leading to the over-infusion of dilaudid: 1345 pca started 1445: agonal respiration of 7, bp 74/41, p -104, o2 saturation 74% then 50%. Placed on 5l o2 bnc with no improvement, increased to 10l with resulting o2 saturation at 98%, bp 63/36, p-73. Md paged. Md ordered 1 ampule narcan which was administered. Post narcan, bp 206/88, p-123, o2 saturation was 98%. 1452: bp 162/67, p-120, o2 saturation-98%.1502: bp 131/73, p-99, o2 saturation 100%, o2 decreased to 5l.1514: bp 83-44, p-96, o2 saturation -90%. Md paged 1536: bp 79/39, p-98, o2 saturation - 90%. A second ampule narcan was administered. Bp 83/42, p-98, saturation-99% on 12l o2, r-6. Patient's eyes opened. 1541: bp 80/41, p-92. Patient transferred to ICU. 1600: bp 134/80, p- 82, r-16, t-36.2 a, saturation - 99% on 4l bnu. Patient remained in ICU for one day, then was transferred to the previous level of care. Patient was discharged in 2007.

Event description:
Baxter product surveillance received a report from the FDA on this pca ii pump. The patient was admitted due to altered mental status and fractured right shoulder in 2007. The customer reported the pca treatment was started on 1345. The physician order was for dilaudid with a loading dose of 0.5mg, concentration of 1mg/ml, maintenance dose of 0.2mg, lockout of 10 minutes and a 1 hour limit of 1.2mg. At 1445 the patient was found with agonal respirations, hypotension and an o2 saturation level as low as 50. Oxygen was administered to the patient and 1 ampule of narcan was given with transient improvement in the patient status. A second ampule of narcan was given and the patient aroused and vital signs improved. Hypotension remained. The md was at the bedside. The patient was transferred to ICU where the blood pressure and saturation levels were monitored. The patient was released from ICU the next day. The facility reported that the pump was actually programmed at a concentration of 0.2mg/ml and a maintenance dose of 1mg resulting in over dosage.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 01, 2007. Information received from the facility indicates that two rn's reviewed the pump programming prior to initiating the medication. The pump was placed in a lock mode. No evidence of tampering of the device was noted. According to the facility, staff interviews were conducted and results lead the facility to believe the event was due to a programming error.

Manufacturer narrative:
Evaluation of the event history indicates that: the intended program was a loading dose-0.5mg, concentration-1 mg/ml, maintenance dose-0.2mg, lockout-10 min and 1 hour limit-1.2mg. The actual program was concentration-0.2 mg/ml, maintenance dose-1 mg, lockout-10 min and 1 hour limit-1.2 mg. When the patient made pca request, 1 mg was delivered all at once. The device was not returned for evaluation.

Event description:
Baxter product surveillance received report from FDA on this pcaii pump. Patient was admitted due to altered mental status and fractured right shoulder in 2007. The customer reported pca pump treatment started at 1345. Physician order was for dilaudid with a loading does of 0.5mg, concentration of 1mg/ml, maintenance dose 0.2mg, lockout of 10 min and 1 hour limit of 1.2 mg. At 1445 found patient with agonal respirations, hypotension and 02 sat as low as 50. Oxygen was administered to patient and 1 ampuke of ninarcan was administered with transient improvement in patient status. A second amp narcan given, patient arousal and vital signs iproved. Hypotension remained. Md was at bedside. Patient was transferred to ICU where blood pressure and sat were monitored. Patient was released from ICU the next day. The facility reported that the pump was actually programmed at concentration of 0.2 mg/ml and maintenance does 1 mg resulting in over dosage.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 18 2007. Sample evaluation cannot be performed. Facility evaluated device and found to function according to specifications. The facility indicated that the event is related to use error in programming device. A copy of the device service history and testing summary have been requested to be sent to baxter for evaluation.